Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized for suspected gastrointestinal (gi) bleeding. The patient was taking anticoagulants warfarin at the time of event. No additional information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported gi bleed could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system. The heartmate 3 lvas instruction for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.